Event description:
It was reported that this inflatable penile prosthesis was not working properly; therefore, a surgical procedure was performed to remove and replace all the components. No additional information was provided.